Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload had all full complement of staples. I beam was slightly advanced and the jaw of the reload was slightly closed. Lock ring was slightly out of position. A scratch was observed on the cartridge side jaw, which might have been made when the I beam advanced forcefully in clamping the jaw or firing. The jaw was articulated to one side. Functional testing found that the-I beam was manually retracted without difficulty. The lock ring was slightly out of position but the reload was loaded into a representative handle. The reload was cycled without hesitation or binding and was applied to test media. It was reported that there was a cartridge connection failure. The reported issue was confirmed. The most likely cause could not be established from the information available. This issue can occur when firing over tissue that is beyond the recommended thickness range. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Concomitant products: sigphandle, sig power sigphandle handle (serial # unknown). Sigpshell, sig power sigpshell control shell (lot # unknown). Sigadaptshort, sig power sigadaptshort lin short adapt (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the right lower lobe partial resection, there was a cartridge connection failure. A new cartridge was taken out and the connection could be made without any problems. There was no patient injury. Medtronic's initial evaluation of the incident found that there was thick tissue. Lock ring was slightly out of position. A scratch was observed on the cartridge side jaw, which might have been made when the I beam advanced forcefully in clamping the jaw or firing.